Event description:
Respiratory therapy (rt) called to room by md and rn for witnessed ventilator 840 failure. Rn was bagging the patient with ambu bag upon rt arrival and the ventilator was alarming with system error flashing on the screen. Rt was in immediate contact with new ventilator and set it up while rn bagged the patient. Placed patient on new ventilator with same setting. Patient desaturated as result of ventilator malfunction.